Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: there were unexplained pump reboot events observed in the black box data following a call service 52 alarm on the date of the complaint 6/27/16. The pump powered on to a blank display screen. There was visible moisture behind the display lens. The pump failed a leak test as a result of battery compartment and pump casing cracks. There was evidence of moisture found on the internal components of the pump. The keypad was peeling up and torn at the base. Contamination was found underneath all of the keypad contacts.